Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pinhole was found in the circuit, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received for investigation five photos and one device inside a plastic bag with a label that indicates that sample has not being used. Visual inspection revealed there was a tear/cut on the tubing. A leak test was performed and the device failed. The complaint was confirmed. The root cause for the tear/cut and leak was unknown. A device history record review could not be performed as the lot number could not be confirmed.